Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was cutting into her skin underneath the sternum. There was no alleged device malfunction contributing to the irritation. The irritation improved as the doctor advised the patient can remove the device as needed when the irritation gets painful.